Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had screen showing a white horizontal line on all screens. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer report they complete the self test, and the white line was back during the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with vertical or horizontal white lines, missing segments or partial display due to cracked lcd glass. Unable to perform any testing due to missing segments or partial display.